Event description:
It was reported that during a gastrectomy procedure, the device was assembled properly and passed the self-test. After operating for approximately fifteen minutes, there was strange sound from the disposable instrument. The generator indicated "instrument error" and failed to activate. The operator reassembled and reconnected the instrument and also changed the generator, but all solutions failed. The blade broke off during the last attempt to activate with a gen11. No metal touch was disclosed by the reporter. Another like device was used to complete the procedure. Procedure was delayed by twenty-five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.